Event description:
It was reported that the patient was having difficulty coupling the charger to ipg due to depth. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.

Manufacturer narrative:
Event date: exact date unknown, event occurred since implant.